Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for an unknown indication for use. It was reported that the patient¿s ins was overdischarged due to the patient being non-compliant. It was reported that diagnostic/troubleshooting performed was the rep had a phone conversation with the patient. The rep stated that they were meeting up with the patient on (B)(6) 2018 to evaluate. The issue was not resolved at the time of the event. The patient stated that they were not able to charge their battery. Unfortunately the rep stated they could not find the patient in their data base so they assumed they were implanted in 2016 as they were trialed on (B)(6) 2015. The rep stated that they assumed their battery was overdischarged and they were meeting up with the patient on friday (B)(6) 2018 to assess their system. No surgical intervention occurred an it was unknown but would not be made available whether surgical intervention would be planned. The event date was asked but would not be made available. Additional information was received from the manufacturer representative reporting that a manufacturer representative met with the patient on (B)(6) 2018 and was unable to communicate with the implantable neurostimulator (ins) using the clinician programmer because the ins was still overdischarged. The consumer would be contacting their hcp about a battery replacement. No further complications were reported.